Event description:
The customer reported via telephone call that the blood glucose had been running high. She stated that it had been gradually going up despite taking boluses and changing the infusion set and came up to 318 mg/dl. The customer treated with a manual injection and brought the blood glucose back down to 220 mg/dl. She stated that she removed the infusion set from the body and programmed a fixed prime and did not see insulin coming out of the end. The customer declined troubleshooting for high blood glucose. The customer did not receive a no delivery alarm. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.